Event description:
Initial reporter indicated that "he has had issues with pts and the device and they had to have a complete systems change." Good faith attempts are being made to identify what "issues" the pts had where they needed to have their vns systems replaced.